Manufacturer narrative:
Retainer ring = clear. Customer alleged the pump having blank display and moisture damage. Device downloaded history/trace file properly using thus. After battery installation, no blank display noted. Unit passed displacement, sleep current measurement, active current measurement, and self tests. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected blank display or alarm anomaly noted during testing or in the file history noted. However, found moisture/damage on the battery connector, battery connector during visual inspection. Device had scratched case, cracked keypad overlay. Device p-cap or test reservoir locks in place properly and no anomaly noted. In conclusion, no blank display, alarm anomaly noted during testing or in the file history noted. However, found moisture/damage on the battery connector, battery connector during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that they just got out of the tub and water got inside the insulin pump. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.